Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a patient specific, proximal tibia, femoral component was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "pi was created for the open reduction and internal fixation of the femoral fracture performed in 2011. The root cause of this event cannot be determined with certainty. The causes of periprosthetic fracture are multi factorial including the possibility of surgical technique if there was any breach of the cortex in one way or another, patient factors including activity level lifestyle and bmi as well as the possibility of trauma. I would not assign any causality to the implant itself for this event." Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the femur. A review of the provided medical records by a clinical consultant indicated: "pi was created for the open reduction and internal fixation of the femoral fracture performed in 2011. The root cause of this event cannot be determined with certainty. The causes of periprosthetic fracture are multi factorial including the possibility of surgical technique if there was any breach of the cortex in one way or another, patient factors including activity level lifestyle and bmi as well as the possibility of trauma. I would not assign any causality to the implant itself for this event." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
This pi is for the orif performed in 2011. As reported: surgeon has requested a patient specific left distal femoral replacement for the following patient. The request is to retain the patient specific proximal tibial component in situ and revise the femoral one. Patient history: previous proximal tibial replacement (uncemented) for osteosarcoma. Rotating hinge knee. Periprosthetic femoral fracture 2011 - orif plate and screws. Proximal tibial replacement well fixed. Distal femur uncemented component loose. Plan to revise to a short body dfr with a cemented stem. Plan to leave proximal tibia and revise distal femur component to a new cemented distal femur plus bushing change, ideally leave femoral plate and screws in situ as well.